Event description:
During a bilateral nerve procedure, the temperature setting did not rise to the expected rate. There was approx 45-60 minute delay while back up equipment was obtained and prepared for use. There are no adverse consequences reported as a result.

Manufacturer narrative:
Investigation results indicate that there were broken components on the rf amplifier which can result in a rise rate error condition. The device was repaired and returned to the customer.